Manufacturer narrative:
The device sensitivity was reprogrammed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was explanted due to normal battery depletion and returned for analysis over three years after the initial event. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device had oversensed atrial noise on a competitor atrial lead, leading to inappropriate atrial tachy response episodes. The noise could be reproduced. Noise was also noted on the right ventricular (rv) and shock channels. The rv noise was oversensed, leading to periods of pacing inhibition with asystole for approximately 5-6 seconds. The patient is pacemaker dependent. No adverse patient effects were reported.